Manufacturer narrative:
(B)(6).

Event description:
Patient claimed that on removal of IV 3000 dressing, it has caused pain, bleeding and loss of skin. He thinks the dressing used was IV 3000, but he wasn't sure. The patient had eczema for a number of years, however it has been asymptomatic for years.